Event description:
It was reported the patient had their recharger plugged in during a storm and a power outage occurred. It was noted the patient thought the internal neurostimulator had a power surge. It was reported the patient saw a full battery screen after one minute of recharging, when it usually took an hour. It was noted the patient started recharging while on the phone. It was reported the patient had 8 coupling bars and the fourth quartile was blinking. It was noted the patient saw the battery full icon with three ¿water drops¿ coming off the battery icon after a few minutes of charging.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 7752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. The patient had received assistance from their manufacturing representative and concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).